Event description:
It was reported that the patient underwent an l5-s1 alif using rhbmp-2/acs on (B)(6) 2009. It was reported that the patient¿s post-operative period was marked by radiating pain to the legs, erectile dysfunction, significant pain, and localized edema.

Manufacturer narrative:
(B)(4) (leg pain). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: anterior retroperitoneal exposure for interbody fusion l5-s1 single level; for pre-op and post-op diagnosis of: degenerative disc disease, l5-s1. No complications were reported. On (B)(6) 2009, patient underwent following procedure: anterior lumbar interbody fusion, l5-s1; for pre-op and post-op diagnosis of: l5-s1 degenerative disc disease. As perop notes: medium size cages were selected and a green shotgun tube was placed into the anterior disc space. The discs were reamed with 2-3mm countersunk and then the cages were placed and similarly countersunk. Ap and lateral fluoroscopy showed excellent position of these cages and hardware and bony elements. Each cage was packed with two rhbmp-2/acs sponges.. No complications were reported.." Patient underwent intra-op fluoroscopy which showed postoperative changes involving l5 disc space. Impression: three intra-procedural fluoroscopic spot films from lower lumbar surgery. On (B)(6) 2009, patient presented for post-surgical follow-up. Patient reported spasms in his low back and some numbness down into the leg. Patient underwent lumbar spine x-ray which showed excellent instrumentation in placement. No loosening or migration of screws and grafts at all. On (B)(6) 2009, patient underwent procedure for left lower extremity deep venous sonogram. Impression: no sonographic evidence of deep venous thrombosis identified in the left deep femoral/popliteal venous system. On (B)(6) 2009, patient presented for follow-up two months after the lumbar fusion surgery at l5-s1. Patient reported pain and spasms in his low back and down into the legs. X-rays of lumbar spine showed good position of hardware and bony elements. On (B)(6) 2010, patient presented for follow-up three months post-op. Patient still has pain at l5-s1 and reported spasm and pain in legs occasionally. On (B)(6) 2011, patient presented for follow-up. Patient reported significant low back pain and lower extremity pain. X-rays showed excellent positioning of instrumentation with no evidence of migration or loosening of the screws. On (B)(6) 2011, patient underwent MRI of lumbar spine with and without contrast. Impression: l5-s1 discoplasty changes with no areas of canal stenosis or narrowing of the foramina. No enhancing masses are seen. On (B)(6) 2011, patient presented for follow-up visit. Patient reported increased radiculopathy and paresthesis symptoms to the leg, he cough and develops a lot of spasms rotating around to the front. MRI showed no disc herniations, no major problems at all. It was unremarkable with only post-operative changes. On (B)(6) 2012, patient presented with complaints of back and left leg problems. Patient reported back pain which increases with activity. Back pain goes down into his left buttock, back of knee and calf and some tingling at bottom of feet. MRI from (B)(6) 2011 showed cages anteriorly at l5-s1. No significant disc herniation or stenosis otherwise. No other significant abnormality was seen. MRI from 2008 showed degenerative changes of the joint at l5-s1 with some lateral recess narrowing on the left but otherwise essentially unremarkable. Diagnosis: back and leg pain. On (B)(6) 2012, patient underwent MRI of lumbar spine with and without contrast due to low back pain and sciatica. Impression: post surgical changes at l5-s1 without any significant narrowing of the spinal canal or neural foramina at this level; minimal disc bulging at l4-5 without any significant narrowing of the canal or neural foramina; small focal protrusion to the right of the midline at t11-12 with minimal narrowing of the canal and impression upon the anterior aspect of the cord, not significantly changed compared to the prior study. No signal changes with the cord. On (B)(6) 2012, patient presented for office visit with complaint of low back pain. Patient reported back pain which is on both the sides, goes into the buttocks and occasional tingling in toes. MRI from (B)(6) 2012 showed previous surgery at l5-s1. The discs above this looked good and foramina are open bilaterally. At l4-5 patient has little bit of disc bulging but no significant stenosis. He does have some facet hypertrophy. A little bit less at l3-4 and above. Small disc at t11-12, but no significant compression. Ap and lateral films showed good ap alignment. Lateral films showed no evidence of abnormal motion and looks like he has a solid fusion. Patient underwent x-ray of lumbar spine two or three views with flexion and extension due to pain. Conclusion: negative for dynamic evidence or instability the hardware is intact.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.